Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5032355, model/catalog description: infinion cx lead kit, 50 cm. Model number/catalog number: sc-4316, batch/lot number: 21891468, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing abdominal stimulation due to the placement of the leads. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.